Event description:
It was reported that the "pt has injuries sustained as a result of the implantation of a stryker rejuvenate hip replacement".

Manufacturer narrative:
The event was reported through an attorney, as a result of a legal claim. Due to ongoing litigation no additional info is available at this time. If additional info is received, it will be reported on a supplemental report.